Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement and active current measurement. However, power management graph and long trace displays unexpected battery power loss and battery lasts less than expected, problem isolated to electronic assemblies. Hardware low level failure alarmed during self test and confirmed in pump history with due to broken trace at electrical board on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer returned the product for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced. The insulin pump will be for analysis.